Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the sensor cannula was missing from one sensor, and that the second sensor got stuck in the serter. The customer's blood glucose reading was 220 mg/dl. The customer went through troubleshooting. The sensor was replaced, and will be returned.